Manufacturer narrative:
E1: patient city: (B)(6). Patient country: philippines.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an event of infusion set tubing detachment from connector on (B)(6) 2025. The infusion set was in use for two hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008623, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008623 was manufactured according to the work instruction (wi) version 28 and manufactured in the line 1 on 12-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g01269 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 02-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h00030 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 08-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g04624 was manufactured according to the wi version 64 and manufactured in the machine sc07, on 31-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related to claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.